Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 65 mg/dl due to not eating. The customer treated the bg level by adjusting temp rate for 50% and consumed carbohydrates. Tandem technical support instructed the customer to consult with their healthcare provider regarding low blood glucose factors.